Event description:
Post operatively the patient requested removal of the humeral nail placed above desired location with potential rubbing against rotator cuff. This report is for an unknown nail. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.